Event description:
Upon further query, the following information was provided that indicated, a general report received that during testing at the user facility, the devices intermittently did not deliver a dose when the pt pendants were pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation,. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.